Event description:
It was alleged that, "the pt underwent ceramic on ceramic left hip replacement in 2006." It is further alleged that, "problems began 1-2 months after surgery. The patient experienced pain, popping and squeaking of the hip, clicking and limitation of movements of his left hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.